Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2267 (air and fluid in set) alarm on a homechoice (hc) machine during fill 14 of 17. The hp was connected at the time of the alarm. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) assisted the registered nurse (rn) in clearing the alarm. The tsr then advised the rn to start over with new supplies or finish therapy using manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.